Event description:
During the procedure, the distal end of the cannula broke off into the patient. The piece was removed from the patient. There was no serious injury reported.

Manufacturer narrative:
The condition of the returned cannula suggests that excessive force was exerted on the shaft causing a portion to detach during use.